Manufacturer narrative:
Patient information was unavailable from the site. No devices were returned to the manufacturer for analysis. Other relevant device(s) are: software (B)(4) stealth station cranial. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a cranial resection procedure. It was reported that the site had been inaccurate during a case. The site had registered and were using an instrument tracker. They then de-gloved and began the procedure. After resecting, the site noticed that the tissue was healthy brain tissue and was 2 cm off. The site was able to resect the tumor. It is unknown if there was a delay in the procedure.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through image analysis. Analysis was determined to be inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: patient information was unavailable from the site. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received: there was less than 1 hour delay to the procedure as a result of this issue.

Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. Functional testing with multiple tracer and pointmerge registrations showed that the system was accurate. The issue could not be reproduced. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.